Event description:
The customer's wife reported the customer received an error message on his meter during calibration. The customer's wife also reported the customer was unable to perform a blood glucose test and experienced symptoms of hyperglycemia. The paramedics were called and the customer was reportedly treated with insulin and transported to a hospital where he was reportedly diagnosed with severe hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer returned meter with serial number. The complaint is under investigation and a follow-up report will be filled once the investigation is complete. The customer's wife reported the test strips and calibrator were not compatible with the customer's meter, adc customer service educated the customer's wife's about compatibility.